Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 135 cm. Powerflex pro 4mm. X 4cm. Balloon catheter (bc) ruptured. It was unknown how the procedure was completed. There was no reported patient injury. The target lesion was the superficial femoral artery. The rate of stenosis was 90%. Additional information has been received. There were no other product issues noted either at the account or after the procedure. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. The following information was reported as unknown: how the procedure was completed; the patient¿s medical history; the vessel / lesion characteristics; if the lesion was calcified; if there was vessel tortuosity; what contrast media was used and the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); if the same indeflator was used successfully with other devices; if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve; if there was any resistance/friction while inserting the balloon through the guide catheter; if there was difficulty advancing the balloon catheter through the vessel; if there was difficulty crossing the lesion; if the catheter was ever in an acute bend; if the balloon inflated normally; if leakage was noted from the balloon, shaft, hub, or unknown segment; what was the maximum inflation pressure; if the balloon seemed to ¿stick¿ to a stent (if being used for post-dilation); if the balloon re-wrapped properly; if the balloon catheter kinked while being used; if the balloon catheter removed easily; if there was resistance/friction with other devices. The product was not returned for analysis. A device history record (DHR) review of lot 17294559 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of 90% may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 135 cm. Powerflexpro 4 mm. X 4 cm. Balloon catheter (bc) ruptured. It was unknown how the procedure was completed. There was no reported patient injury. The target lesion was the superficial femoral artery. The rate of stenosis was 90%. The product was clinically used, and it will not be returned for analysis. Additional information has been received. There were no other product issues noted either at the account or after the procedure. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. The following information was reported as unknown: how the procedure was completed; the patient's medical history; the vessel / lesion characteristics; if the lesion was calcified; if there was vessel tortuosity; what contrast media was used and the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); if the same indeflator was used successfully with other devices; if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve; if there was any resistance/friction while inserting the balloon through the guide catheter; if there was difficulty advancing the balloon catheter through the vessel; if there was difficulty crossing the lesion; if the catheter was ever in an acute bend; if the balloon inflated normally; if leakage was noted from the balloon, shaft, hub, or unknown segment; what was the maximum inflation pressure; if the balloon seemed to "stick" to a stent (if being used for post-dilation); if the balloon re-wrapped properly; if the balloon catheter kinked while being used; if the balloon catheter removed easily; if there was resistance/friction with other devices.